Event description:
During the procedure, resistance was felt as the coil was being deployed into the aneurysm as the coil as being withdrawn it stretched. The physician attempted to remove the coil from the aneurysm and the coil broke. The physician successfully removed the coil with a snare. There was no reported clinical consequence to the patient.

Event description:
During the procedure, resistance was felt as the coil was being deployed into the aneurysm. As the coil as being withdrawn, it stretched. The physician attempted to remove the coil from the aneurysm and the coil broke. The physician successfully removed the coil with a snare. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Visual inspection showed that the main coil was separated from the delivery wire at the inner coil. The inner coil was stretched. The distal end of the delivery wire was bent from the distal tip to 25 cm from the distal end. The proximal end of the main coil was noted to be stretched. No anomalies were noted to the form tip or the main junction. It is likely that as the coil was repositioned, the coil stretched and broke. Therefore a root cause of operational context will be assigned to this complaint as procedural factors encountered during the procedure caused the performance of the device to be limited.